Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the native aortic annulus. Despite following training guidance for slow deployment of the valve and centering the nosecone of the dcs be retracting the guidewire, the nosecone of the dcs interacted with the middle of the valve frame. Subsequently, the valve dislodged into the ascending aorta above the sinotubular junction (stj). The valve was then snared and held in place as a second dcs and valve were prepared. The second dcs was then inserted into the patient, and the second valve was successfully implanted. A 30-minute procedural delay occurred due to the valve dislodgement. Per the physician, the cause of dislodgement was the nosecone of the dcs interacting with the valve frame.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right side was used as the access site, and the cusp overlap technique was used as standard. Per the physician, the patient's anatomy did not contribute to the dislodgement.